Manufacturer narrative:
The product has been received for analysis. It was partially explanted as it returned severed. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited high pacing thresholds. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery. This supplemental correction report was created due to update in b2: outcomes attrib to adv event.

Event description:
This right ventricular (rv) lead was surgically abandoned as it exhibited high pacing thresholds. No additional adverse patient effects.